Event description:
The customer contacted stryker to report that their device would not detect a patient connection through its defibrillation electrodes, and the charge and shock buttons were working intermittently. In this state the device may not be able to deliver defibrillation therapy, if needed. The patient involved in the reported case is an animal (dog). Stryker will invest the reported issue to determine whether the type of patient may have impacted the device functionality.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that the device was used during animal care. Stryker's policy is to not engage in any business related to veterinary use (ie: any use of stryker products on animals ¿ for veterinary or testing purposes), since our products are not tested and not intended for veterinary use. Patient information has been left empty as the device had been used on a non-human patient (animal). Device not returned.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be determined. The issue was reported while using the device on a dog, which is outside of the intended use of the device and is therefore considered off-label use. Differences in impedance and challenging skin prep to obtain proper electrode contact could lead to issues in the device properly sensing the patient, which would restrict the ability to shock. Corrected data: lot/serial no. And serial #, of the initial medwatch report # 0003015876-2022-02551 indicates: (B)(6). Section d4, lot/serial no. And serial #, of the initial medwatch report # 0003015876-2022-02551 should indicate: (B)(6).

Event description:
The customer contacted stryker to report that their device would not detect a patient connection through its defibrillation electrodes, and the charge and shock buttons were working intermittently. In this state the device may not be able to deliver defibrillation therapy, if needed. The patient involved in the reported case is an animal (dog). Stryker will invest the reported issue to determine whether the type of patient may have impacted the device functionality.